Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that during this system's planned maintenance (pm), the medtronic representative (rep) was unable to delete a patient from the system. The probable cause, based on past cases, was this issue was resolved by an ssd exchange/upgrade. There was no patient present.- additional information was received. The manufacturer representative stated that they confirmed that the customer tried to delete the exam, but was unable to. However; they could not determine a root cause as to why they were unable to delete their exam. The manufacturer representative asked if the system was good to use. Technical services told them that they suspected a small section of the ssd being corrupt made it so the computer could not delete the data pointer in the ssd that told the system where in the drive the patient exam was located. Technical services said they would not suspect navigation to be affected in any way because of this.

Manufacturer narrative:
A medtronic representative visited the site to service the system. It was stated that there was a ssd failure (solid state drive). There is a corrupt file on the unit that won't delete. Hardware part(s) were replaced, and the system then worked as intended. Software logs were analyzed and a software issue was confirmed. Shoulder type: type 2 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.0.0, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.